Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set leakage event on 18-jun-2024. The symptoms occured within 3 or more hours of insertion. The site of infusion was located at abdomen. The blockage at the site was resolved by changing supplies and resuming insulin therapy. The patient confirmed the introducer needle was ahead of the cannula prior to insertion. No further information available.